Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified crease fold, deformation, and cloudiness in the gel were observed after the autoclave disinfection cycle. Weight measurement of the device identified device weight was within specification. Based on the device analysis, the final assessment was no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.